Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product(s): addr01 ipg, implanted on (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead had low pacing impedance and increased noise sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.